Event description:
(B)(4).

Manufacturer narrative:
The technician found the scale was not zeroed before attempting to set the bed exit system. The scale was zeroed by the technician to resolve the issue.